Event description:
This (B)(6) was presented to the ER having bad represented episodes of rear syncope, syncope over the preceding 2 week. He had a medtronic enpulse pacemaker implanted in 2010 in (B)(6). In a bradx - tachy syndrome. While in the ER he was noted to be in atrial flutter which his device continually attempted to convert to sinus rhythm with rapid atrial pacing. During these periods, there was no output from the ventricular lead and frequent provides of ventricular asystoles were noted. The abnormality resolved when the overdrive pacing function was disabled. The allowable programming for the device apparently allows this to happen though the reason for this is not clear to me. Obviously there are many other medtronic pacemakers worldwide that may be programmed in a similar fashion and that puts these pts at risk for similar events. I have notified medtronic of the event but am not convinced they are taking it very seriously. Should point out that the last episodes this gentleman had occurred while driving an automobile. He awoke half off the road.